Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article, ¿long-term review on posterior colporrhaphy with levator ani muscle plication and incorporating a vypro ii mesh¿, that 28 women underwent treatment of posterior vaginal wall prolapse between march 2003 and november 2005 and mesh was implanted. The aim of this retrospective study was to investigate the safety and efficacy of posterior colporrhaphy incorporating mesh in the treatment of posterior vaginal wall prolapse. Patient outcomes included rectocele recurrence and vaginal erosion. Patients who experienced vaginal erosion were either treated with local estrogen and local antimicrobial therapy or required mesh excision. Additional information will be requested.